Event description:
Reporter alleged the needle from the softclix lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Event description:
The customer stated that the insulin pump alarmed button error, then went blank after it was exposed to moisture. Advised that the insulin pump would be replaced. Nothing further was reported.